Event description:
During a daily inspection, it was reported that device logged several event codes in the memory. Physio-control evaluated the device and observed a white screen, an indicative of a lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the programmed user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly at the failure analysis center and determined the most probable cause for the failure to be the u2 ic chip. However, further extensive testing was unable to determine a conclusive cause for the failure.